Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 1/29/2018 resulted in defect found; returned test strips produce low and lo readings and the event was determined to be reportable. Final root cause: black chemistry due to improper storage.

Event description:
Consumer reported complaint of e-2 error: sample not detected or using wrong test strip. During the call on (B)(6) 2018 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Blood test was not performed during call on (B)(6) 2018 due to discontinuation of meter. The product is being stored in the carrying case. The test strip lot manufacturer's expiration date is 08/15/2018 and open vial date was undisclosed. Test strips are not impacted by recall. Adverse event not reported at time of call on (B)(6) 2018.